Event description:
Patient's mother reported on (B)(6) 2013 patient experienced a blood glucose level of 251 mg/dl at 00:51 am on the patient blood glucose monitor with a residual insulin volume of 70 units in the cartridge when the patient went to bed. Patient's normal blood glucose range was not provided. Mother stated at 6:30 am patient had an epileptic seizure and was unconscious. Mother reported the patient's partner called the emergency doctor; patient got a tranquillizer from the emergency doctor. Mother stated the patient was taken by ambulance to the ICU. Mother reported the patient regained consciousness on (B)(6) 2013; patient cannot recall anything of the incident (before or after). Mother stated after the incident the insulin cartridge was empty. Mother reported the doctor from the hospital assumed that the epileptic seizure was triggered by the extreme low blood glucose level/hypoglycemia. Patient cannot recall the blood glucose level (6:30 am) or the blood glucose monitor in use. Mother stated patient will be released from the hospital today. No further information is available. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion: the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result main findings: the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. No malfunction could be observed during the iu investigation. There is no evidence that the device did cause or contribute to the condition. The problem mentioned by the customer could not be reproduced.